Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Failure analysis of the returned device revealed that the device passed visual examination. Functional testing revealed an intermittent cell weld on cell pair three (3) during an internal inspection, which might cause the battery charger to time out; a charge time-out of eight hours will cause the battery charger to flash red. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to an intermittent cell weld. Based on an internal investigation, the root cause of the lifted cell weld can be attributed to terminal welds experiencing added stress as a result of the uncontrolled bending of the tabs and resistance welds occurring on weld free zones. If information is provided in the future, a supplemental report will be issued.

Event description:
The ventricular assist device (vad) battery was returned to the manufacturer because it would not charge and the indicator lights were blinking red while on the charger. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.